Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 at 7:40 am due to a low blood glucose of 36 mg/dl. Customer experienced no symptoms related to low blood glucose. Troubleshooting for low blood glucose was declined. The insulin pump will not be returned for analysis.